Event description:
Hcp reported "altered mental status, ?pump malfunction 1/1998, kinked tubing, no adverse outcome long term". The device was explanted but not returned to the manufacturer for analysis. A follow up report will be sent when additional info is received.

Event description:
Hcp reported "altered mental status,? Pump malfunction 1998, "kinked tubing. No adverse outcome - long term." The device was explanted but not returned to the manufacturer for analysis. A follow up report will be sent when additional info is received.